Manufacturer narrative:
The biomedical engineer (bme) reported that the touchscreen for the central nurse's station (cns) was not working, and the mouse would wiggle but not move from the bottom left corner of the screen. Calibrating the touchscreens did not resolve the problem at this point. When he attempted to reboot the cns, it entered a boot loop cycle. After some unsuccessful troubleshooting, technical support (ts) had him unplug the alarm indicator and the software successfully launched. Performing the alarm check test for the alarm indicator did not resolve that issue, so they will replace the failing alarm indicator. However, they were ultimately able to resolve the original issue by calibrating the touchscreen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the touchscreens for the central nurse's station (cns) was not working, and the mouse would wiggle but not move from the bottom left corner of the screen. When he attempted to reboot the cns, it entered a boot loop cycle. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the touchscreens for the central nurse's station (cns) was not working, and the mouse would wiggle but not move from the bottom left corner of the screen. When he attempted to reboot the cns, it entered a boot loop cycle. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the touchscreen for the central nurse's station (cns) was not working, and the mouse would wiggle but not move from the bottom left corner of the screen. Calibrating the touchscreens did not resolve the problem at this point. When he attempted to reboot the cns, it entered a boot loop cycle. After some unsuccessful troubleshooting, technical support (ts) had him unplug the alarm indicator and the software successfully launched. Performing the alarm check test for the alarm indicator did not resolve that issue, so they will replace the failing alarm indicator. However, they were ultimately able to resolve the original issue by calibrating the touchscreen. No patient harm was reported. Investigation summary: the issues were ultimately resolved through troubleshooting and touchscreen calibration, and the customer was provided with the part number for a replacement alarm indicator. The root cause was determined to be initial calibration failure due to component failure. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.